Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have curved blade broken at the base. A piece measuring approximately 2.1 mm x 13.0 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. Correction(s): d4. Lot number was updated to: k10250724 0308 annex e - health effect desc 1 was updated to e2403. Annex f - health impact desc 1 was updated to f26.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during da vinci-assisted distal gastrectomy surgical procedure, a warning message "release pressure on the blade" appeared, and the harmonic ace function stopped working. Site removed the instrument and reattached it, but then the tip broke off during subsequent use. Backup instrument of same kind was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the instrument was completely detached during a surgical procedure, but no fragment fell into the patient. The instrument was inspected prior to use, and no damage or anything unusual was noted. The issue occurred during a dissecting task, and the cause of the breakage is unknown. The instrument was in use for about an hour before the issue arose, and the surgeon did not notice any functionality problems during the procedure. There was no collision with other instruments or hard materials, and no photographic images or video recordings are available for review.